Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear on its underside, the root cause of which could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 494mg/dl while wearing the pod on her abdomen. The pod worked up until just about the 24 hour point, then over the following 6 hours her levels increased. She would get a correction, straighten up, but then her blood glucose would shoot back up. Treatment included changing the pod, which got her levels back under control. The device was returned for evaluation.